Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an abnormal high creatinine result on an au 5421-02 clinical chemistry analyzer, for one (1) patient. Creatinine reagent lot 1740 was run with the assay. Repeat analysis of the sample produced a normal result. The initial creatinine result was reported out of the laboratory. Although the physician questioned the result, it is unknown if there was any impact to patient management due to the reported high creatinine result.

Manufacturer narrative:
Quality control (qc) was within established limits before and after the event. Reaction monitor for the sample had been written over and was not available. Reaction monitors for other tests run on this sample were normal. Bec performed a precision study on creatinine with acceptable cvs and no high flier creatinine results.